Event description:
It was reported that, "the patient underwent revision total hip arthroplasty on the right. Both pre and post-operative diagnosis was described as fracture of the femoral neck on a total hip arthroplasty on the right. (Meridian hip stem). The meridian hip stem was replaced with a 16mm restoration stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.